Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed battery-out limit during normal use. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. The customer also reported a blank pump screen. Troubleshooting was completed but did not resolve the issue. The customer also complained about call wait times. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. The device was unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, a33 prime and excessive no delivery test nor verify unexpected battery power loss anomaly due to blank display.